Event description:
It was reported that the intracavity c10-3v transducer has a hole in the rubber casing, exposing elements. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The failure was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The initial information received indicates the transducer may have failed electrical safety tests. Additional information is being gathered to determine the results of the electrical safety testing and to identify the elements that were exposed. Philips has started an investigation, and upon completion, a follow up report will be submitted.